Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the cable tensioner got stuck in the channel of it. Procedure was successfully completed. There was no patient consequence. This complaint involves two (2) device. This is 1 of 2 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary synthes service and repair evaluation it was reported that tensioner - cable got stuck in the channel of it. The repair technician reported that the cable is stuck inside of the device and pieces are missing from the cable. The cause of the issue is unknown. The item was sent to the vendor for repair and was not able to be repaired. The item will be forwarded to customer quality. The evaluation was confirmed. Investigation was performed by the manufacturer/supplier: rti. Reference pi attachment "report summary pc-(B)(4)". Flow: device interaction/functional visual inspection initial quality inspections by rti observed a cable stuck within the tensioner. No other visual issues, defects, or damage were noted to the tensioner during investigation. Functional testing the device was routed to instrument assembly for further evaluation and functional testing. The instrument assembly technician was able to remove the cable from the device. Once the cable was removed, the tensioner passed functional testing with tension readings falling within the nominal range of 36-44kg. The complaint could be replicated with the returned device. Document/specification review the manufactured to and current drawings were reviewed during investigation; no design issues were noted. Conclusion the complaint was confirmed during investigation. No manufacturing issues were identified during investigation. A design enhancement during the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot part # 391.201 synthes lot # p056869 supplier lot # p056869 release to warehouse date: mar 18, 2010 supplier: pioneer surgical technology no ncr's were generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: correction: b4 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.